Event description:
Compromised sterile package (blister, lid, or foreign material). It was reported, "surgeon complained that upon opening package the component appeared to be covered by a dark film. Another implant was rushed to the hospital."

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There are 2 events associated with this event type (compromised sterile package) and product code jwh.